Event description:
It was reported that this lead was found in damaged condition in the package and was not used. This lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and stylet was returned bent in the lead. There was body fluid on the terminal boot and several bends in the lead body were noted. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was found in damaged condition in the package and was not used. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.